Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performance was issue. A technical support specialist made pse consultation and evaluated the problem. The problem cannot be replicated using the in-house station database. The station had been operational for 2-3 months and had undergone 5 dispatches for component replacements, included the all in one, solid state drive, network cable, and a dead-on-arrival battery, along with reimaged and complete synchronization. A service swap had been authorized for medstation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple glitches occurred, and station was very slow. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple glitches occurred, and station was very slow. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.